Event description:
The customer reported the system displayed a warning low ma press any key. They received the error message 3 times in a row. The problem started during a procedure. No pt injury was reported.